Event description:
It was reported that during the implant attempt, the guidewire became stuck in the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed.. Analysis indicated that he distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was damaged. Visual analysis of the lead indicated damage at implant. The analyst noted that the guidewire stuck in lead and cannot be removed due to the guidewire tip damaged. It bent inside the lead tip nose, see photo. During analysis, when pulling the guidewire out of the lead to complete all standard tests, the guidewire tip was damaged/stretched and broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.